Manufacturer narrative:
Philips has investigated this complaint. It was reported that the ups battery was burnt and due to that ups is not giving backup. The reported issue is related to a third-party product. The philips field service engineer (fse) inspected the system onsite and replaced the ups. After the replacement of ups, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the uninterruptable power supply burned and there was no backup power being provided to the system. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.